Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs colaborates the customer report and that a ECG signal appeared after approximately 30 seconds. Once the ECG appeared, no further issues noted by the user and are confirmed in the log. The accessories (multi-function cable, adaptor) that were returned were tested, all with passing results. The electrode pads were not available as part of this investigation. No trend is associated with reports of this type.